Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call low blood glucose levels. Customer's blood glucose level was 16 mg/dl. Troubleshooting for low blood glucose was performed. Customer was hospitalized as a result of very low blood glucose levels. Customer experienced discomfort and chest pain. Customer was advised to monitor the insulin pump and call back if issues persist.